Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a decreased r-wave amplitude after the device delivered a storm of appropriate shocks. The r-wave amplitude continued to degrade and the rv lead exhibited undersensing. The rv lead was explanted. No patient complications have been reported as a result of this event.